Event description:
The customer reported that on 4/22/97, while running an hiv-1 p24 antigen assay, the summit sample handler, failed to deliver the full amount of sample/diluent in position b12. No error message was generated. Two days later, on 4/24/97, the instrument failed to deliver the full amount of sample/diluent in position b8 while running a hepatitis core assay. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02248-04.